Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of infusion set leakage at the site n (B)(6) 2024. The leakage occured after being in use for 24 hours. The issue was resolved by replacing infusion set and resuming insulin. No further information available.